Event description:
It was reported that the clinical specialist was wondering "what was going on with the patient's rhythm." Possible loss of capture was noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.